Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer radiofrequency head connector was loose. It was also confirmed that the programmer was unable to print. It was also indicated that the stylus was inoperative. It was also indicated that the lower hinge plate was broken, the power cord bay was broken, the lower display hinges were broken, the display flex tape was damaged, the bezel was cracked in the upper left corner, the keyboard latch was broken, and the antenna cables were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer radiofrequency head connector loses contact. It was also indicated that the printer did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.